Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not passing the pre-use check. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: ((B)(4)) additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d9, h3. Additional customer contact phone: (B)(6). Getinge field service engineer (fse) verified battery maintenance required on display. Replaced batteries and safety disk that had reached their due by replacement dates. Ran and passed all performance and function tests. The unit has been cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not passing the pre-use check.